Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient laid down on (B)(6) 2018 and stimulation was too strong. They had to turn it way down and eventually turned adaptive stimulation off. The patient adjusted their adaptive stimulation maybe a week ago but not prior to this incident. There were no known contributing factors to this issue. The representative met with the patient and their impedances were unchanged from the last time they were seen. The patient's orientation appeared correct. Some of the settings for certain positions seemed higher than what they could tolerate in the clinic and the representative reset each position until the patient was comfortable. It was reviewed with the patient that if they changed something they had to wait one minute in that position. The issue was resolved. No further complications reported.